Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
Note: this report pertains to one of the two advanix biliary stents with naviflex rx delivery system that were used during the same procedure. Please refer to MFR report# 3005099803-2024-03847 and MFR report# 3005099803-2024-03849 for the associated device. It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the bile duct to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon deployment of the stent, the guide catheter broke. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.